Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a.1, a.2 & a.3. Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a missing contact pad on one electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on several channels to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced dizziness. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.